Event description:
Complainant alleged that the clinicians were treating a patient (age and gender unknown) who was presenting a course ventricular fibrillation heart rhythm. The medics attempted to shock the patient, but the device displayed a "defib fault 72" and "defib fault 78" message. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.